Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, a 6f-7f mynxgrip vascular closure device (vcd) failed to deploy as a longitudinal tear was observed at the end of the mynx sheath preventing the collagen and tamper from exiting the sheath. There was no reported patient injury. The balloon inflated normally, but the tamper was not visible when the device was advanced. The cordis avanti sheath was removed and hemostasis was not achieved. The type of procedure was a dx coronary angiogram. A retrograde approach was used. The deployer is trained on the mynx device. A 6f cordis sheath was used for the procedure. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was a little vessel tortuosity. There was not a presence of pvcd/calcium in the vicinity of the puncture site. Hemostasis was achieved with manual compression. The duration of manual compression was 15 minutes. The patient was not hospitalized or extended as a result of the event. There was no complication with the patient, they recovered and were sent home. The user shuttled down completely. There was not significant resistance when shuttling down. The device was not returned for analysis. The product history record (phr) review of lot f1825602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure to deploy event reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issues. However, it could be related to procedural/handling factors, such as incomplete shuttling down of the shuttle even though the customer reported shuttling down completely. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review nor the information provided suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A device history record (DHR) review of lot f1825602 revealed no anomalies or non-conformance during the manufacturing and inspection processes that can be associated with the reported event. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f-7f mynxgrip vascular closure device (vcd) failed to deploy as a longitudinal tear was observed at the end of the mynx sheath preventing the collagen and tamper from exiting the sheath. There was no reported patient injury. The balloon inflated normally, but the tamper was not visible when the device was advanced. The cordis avanti sheath was removed and hemostasis was not achieved. The type of procedure was a dx coronary angiogram. A retrograde approach was used. The deployer is trained on the mynx device. A 6f cordis sheath was used for the procedure. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was a little vessel tortuosity. There was not a presence of pvcd/calcium in the vicinity of the puncture site. Hemostasis was achieved with manual compression. The duration of manual compression was 15 minutes. The patient was not hospitalized or extended as a result of the event. There was no complication with the patient, they recovered and were sent home. The user shuttled down completely. There was not significant resistance when shuttling down.